Event description:
It was reported that this device was part of a system revision due to infection. Antibiotics were given to the patient. No additional adverse patient effects were reported. The device is not expected to return.

Manufacturer narrative:
This supplemental report was filled to provide additional information. As a result, field b5 "describe event or problem" was updated. At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this device was part of a system revision due to infection. No additional adverse patient effects were reported. The device is expected to return.